Manufacturer narrative:
This medwatch is submitted to send an initial report about an empty mobi-c box . The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident conclusion not yet available. There was no device found in tthe box.

Event description:
Mobi-c p&f us : box was empty. An information was received about a mobi-c box that was found empty during surgery upon opening. Questions were asked and the reporter replied by stating that another device of the same size was used to finish the surgery. He added that the shrinkable film was intact and there was no tears or openings in the film and that the label on the packaging was also intact. The stickers were also intact. No patient impact or surgery delay reported.

Event description:
It was reported that when a sterile-packaged implant mobi-c implant was opened intra-operatively, the device and patient stickers were missing. Another implant of the same size was used to complete the procedure without reported patient or surgical impacts.

Manufacturer narrative:
The returned package and provided photo were evaluated; it was confirmed that the device was missing from the package. Although the DHR did not identify any nonconformances associated with this lot, the cause is believed to be attributed to a packaging control issue by the supplier.

Manufacturer narrative:
Additional information received on march 06th 2019 : review of kit have been performed. Nothing was found on DHR that can explain the incident. Investigation is still on progress. Conclusion not yet available.

Event description:
Mobi-c p&f us : box was empty. An information was received about a mobi-c box that was found empty during surgery upon openning. Questions were asked and the reporter replied by stating that another device of the same size was used to finish the surgery. He added that the shrinkable film was intact and there was no tears or opennings in the film and that the label on the packaging was also intact. The stickers were also intact. No patient impact or surgery delay reported. Additional information received on march 06th 2019 : review of the kit used by the customer have been performed. Nothing was found on device history record that can explain the incident. Investigation ongoing.